Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a lot of pain and still felt stim and did not understand why they still felt stim when stim had been off for years. It was noted it hurt their back at their tailbone. The patient felt pain from stim in their legs and feet and in the lower part of the spine and tailbone. The patient did not know if it was muscle spasms or if they hurt their spine back there, and thought they must have done it when lifting things and moving stuff. The patient had a problem with their kidneys and had constant pain in the right kidney. The patient was seeing a healthcare professional (hcp) on the day of the report for this because they did not know if it was an infection or stones or something else. It was reported the patient had fallen many times that could be related to the issue. The patient had a history of ic pain that started 18 years ago and had not stopped. The patient had this since their early teens and it was noted to be severe. The patient also had severe incontinence, overactive bladder, and severe edema from waist down and upper limbs in their arms since being a toddler. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.